Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: broken shell, red particles in the shell and encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device.